Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the syringe. The fe also sent the provue log files to second level support for review. The review of the provue log files were good. The customer ran and accepted qc. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous or incorrect results were reported.